Event description:
Customer reported erroneous high access toxo igg (toxoplasma gondii immunoglobulin g antibodies) test results were obtained for one pt when using the access 2 immunoassay system. Samples from the pt were drawn and tested in (B)(6) of 2009. Sample drawn in (B)(6) 2009 was reactive for toxo igg. Repeat analysis of the (B)(6) sample was performed with an alternate methodology. The test results were non-reactive. These test results were consistent with the clinical presentation of the pt. Test results were reported out of the laboratory. Affect to pt treatment is unk. No reports of death or serious injury as a result of this event. This is event 2 of 3 reported by this customer. There were three events of erroneous high toxo igg test results for this pt.

Manufacturer narrative:
Sample collection and processing info was not provided. Quality control info was not provided. A system check was performed on (B)(6) 2009 and was in specifications. Service was not dispatched. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. This MDR represents event 2 of 3 reported by this customer. This MDR is for the malfunction occurring on (B)(6) 2009 for erroneous elevated toxo igg test results. This MDR is related to the following mdrs that have been reported: MDR 2122870-2011-03961, MDR 2122870-2011-03963.